Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon clipped the cystic duct as per normal. All three firings were as expected. Then she clipped the cystic artery. The first clip was applied as expected however the next four clips appeared to be applied but then 'pinged open' the next two clips were applied successfully. The four clips were removed from the patients abdomen. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.